Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular compression (pt: vascular compression), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00093330, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No non-conformances were noted related to this lot.

Event description:
This spontaneous report was received from an argentinian physician and concerns a 52-year-old female patient. She was injected supraperiostal and subcutaneously with radiesse(+), into the chin and prejowls, for mandibular contour, on (B)(6) 2023. Batch number was reported as a00093330 (expiry date: 12/2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00093330 (expiry date: 12/2024). A lot search in the global safety database was conducted. The patient was injected with supraperiostal chin bolus and subcutneous retroinjection with prejowls cannula (as reported). The patient had a chin implant, for 20 years. On (B)(6) 2023, at 6:30 pm (reported as 18:30), after radiesse(+) injection, the patient experienced vascular compression. When the physician finished injection, whitening on the lip and bilateral mucosa was noticed. The physician injected (B)(4) units of hyaluronidase (approximately (B)(4) every 2 hours), vasodilators (sildenafil), prednisone, aspirin, preventive antibiotic therapy, massages and warm compresses. An ultrasound was performed after the first cycle of 3 applications, which showed external vascular compression, with flow present. The next day the patient was evaluated again and due to reduced slowed capillary refill a second cycle was performed. At the time of this report, in a follow up, the patient had resolution of the occlusion and preserved vascular flow. At that moment there were no sequels, the treatment with corticosteroids in the decreasing phase and antibiotics was continued. Due to the provided information, the outcome of the event was considered as resolved, in (B)(6) 2023.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular compression/occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage.

Event description:
Follow-up information was received on 08-jan-2024: after internal review, the event 'vascular compression' was amended to 'vascular compression/ occlusion' and was re-coded accordingly. The patients medical history included a chin prosthesis, from approximately 20 years prior to this report. She did not report allergies. The patient was not taking any concomitant medication. The outcome of the event remained unchanged.